Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her insulin pump is damaged. Customer's blood glucose is 130 mg/dl at the time of the incident. It is stated that the reservoir is broken and needs to have a tape on it to keep it locked in place. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump received with crack reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.